Manufacturer narrative:
Product event summary: manufacturer's analysis found that the external pulse generator (epg), returned for preventive maintenance, experienced low sensing. The epg was calibrated, and passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) originally returned for preventive maintenance subsequently tested out of specification during manufacturer¿s analysis. There was no patient involvement.